Manufacturer narrative:
H3 device evaluated by MFR.: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The returned device consisted of the 14f isleeve introducer sheath with the non-bsc balloon catheter inside the sheath and protruding from the tip. The dilator was not returned. Visual inspection showed there was blood in the hub of the 14f isleeve introducer sheath, two kinks were found at 14cm and 17.5cm proximal of the tip, and two of the three seams were expanded and the tip split. The expanded seams of the 14f isleeve introducer sheath and the split tip occurred along the seam line and are expected with use of the 14f isleeve introducer sheath as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty devices for the transcatheter aortic valve procedure; therefore, these observations are not considered damage to the device. Microscopic inspection revealed the sheath damaged at the expanded seam/split tip of the sheath/tip transition which was most likely caused by the non-bsc balloon during removal. The non-bsc balloon, which was inside the 14f isleeve introducer sheath and protruding from the tip, was not fully deflated and appeared to be partially inflated with fluids. A functional test was performed by attempting to remove the non-bsc balloon from the 14f isleeve introducer sheath, however the non-bsc balloon was unable to be removed due to being partially inflated with fluids. A photo was provided for analysis and reviewed by a bsc quality technician. The photo showed the non-bsc balloon catheter inside the 14f isleeve introducer sheath protruding from the tip with a seam expanded and the shaft damaged at the sheath/tip transition. The photo is consistent with the reported observations and damage identified upon analysis of the returned 14f isleeve introducer sheath. Product analysis and media review confirmed the reported events as the 14f isleeve introducer sheath was kinked and damaged with the non-bsc balloon stuck inside the 14f isleeve introducer sheath and protruding from the tip due to the non-bsc balloon being partially inflated with fluids. The 14f isleeve introducer sheath damage is consistent with resistance and manipulation from the attempted removal of the non-bsc balloon catheter.

Event description:
It was reported that atypical tip damage occurred. Procedure summary: a transcatheter aortic valve (tav) replacement procedure was being performed and a 14f isleeve introducer sheath was placed for femoral access. A 23mm non-boston scientific balloon catheter was advanced through the 14f isleeve introducer sheath and balloon aortic valvuloplasty (bav) was performed at the native aortic annulus four times. The first three attempts were not effective due to balloon movement due to the guidewire not being deep enough in the left ventricle. The guidewire was pushed deeper into the left ventricle and the fourth bav was effective. The tav delivery system was advanced through the 14f isleeve introducer sheath to the native aortic annulus. Initial release of the tav was performed and some parallax was present, so the view was adjusted. The tav was fully deployed, however the frame was under expanded. A 25mm non-bsc balloon catheter was advanced through the 14f isleeve introducer sheath for post-dilation. Post-dilation was effective in expanding the tav. The 25mm non-bsc balloon was fully deflated and retracted, however it could not be pulled back into the 14f isleeve introducer sheath. In the attempt to pull the 25mm non-bsc balloon back into the 14f isleeve introducer sheath, the tip of the 14f isleeve introducer sheath became damaged. The damage consisted of splitting and folding of the tip. The 25mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed as a unit and a 14f non-bsc introducer sheath was used to complete the procedure. Patient status: no patient complications were reported.

Event description:
It was reported that atypical tip damage occurred. A transcatheter aortic valve (tav) replacement procedure was being performed and a 14f isleeve introducer sheath was placed for femoral access. A 23mm non-boston scientific balloon catheter was advanced through the 14f isleeve introducer sheath and balloon aortic valvuloplasty (bav) was performed at the native aortic annulus four times. The first three attempts were not effective due to balloon movement due to the guidewire not being deep enough in the left ventricle. The guidewire was pushed deeper into the left ventricle and the fourth bav was effective. The tav delivery system was advanced through the 14f isleeve introducer sheath to the native aortic annulus. Initial release of the tav was performed and some parallax was present, so the view was adjusted. The tav was fully deployed, however the frame was under expanded. A 25mm non-bsc balloon catheter was advanced through the 14f isleeve introducer sheath for post-dilation. Post-dilation was effective in expanding the tav. The 25mm non-bsc balloon was fully deflated and retracted, however it could not be pulled back into the 14f isleeve introducer sheath. In the attempt to pull the 25mm non-bsc balloon back into the 14f isleeve introducer sheath, the tip of the 14f isleeve introducer sheath became damaged. The damage consisted of splitting and folding of the tip. The 25mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed as a unit and a 14f non-bsc introducer sheath was used to complete the procedure. No patient complications were reported.